Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The ICD was reprogrammed prior to removal. The right ventricular (rv) lead was noted to have vegetation on the lead. During lead extraction, the patient suffered a tear of the superior vena cava (svc)/innominate junction requiring emergent open heart surgery. No further patient complications have been reported as a result of this event.